Event description:
It was reported that there was a ventilation interruption during the procedure which returned to normal operation shortly after. It was further reported that the patient presented with tension pneumothorax after the intubation. The device reportedly gave a high pressure alarm and there was no reported context between the pneumothorax and the vent fail. Nevertheless, a use error causing or contributing to the reported symptom could not be excluded.

Manufacturer narrative:
The investigation has been started, results will be provided within the follow-up report.

Event description:
It was reported that there was a ventilation interruption during the procedure which returned to normal operation shortly after. It was further reported that the patient presented with tension pneumothorax after the intubation. The device reportedly gave a high pressure alarm and there was no reported context between the pneumothorax and the vent fail. Nevertheless, a use error causing or contributing to the reported symptom could not be excluded.

Manufacturer narrative:
Based on the logfile analysis, the case in question was reconstructed and no indications for a device malfunction but for external conditions causing a high-pressure situation were found. It was found that the atlan measured a high airway pressure (39,7mbar) which was alarmed accordingly. A vent fail could however not be confirmed. It was further found that the device successfully passed a system test on the date of event as well as multiple tests the day after. Based on the logfile analysis, there were no indications for a device malfunction found. As also indicated within the initial report, there was also no reported context between the pneumothorax and the device behaviour. Based on the performed investigation, it can be concluded possible that the reason for the high pressure was the application and measures taken during the operation. A device malfunction as root cause could be excluded. During on-site checking in follow-up to the event, the draeger technician serviced the device and no indications for any device malfunction were found either. The device was found ready for clinical use. The atlan device is equipped with an integrated pressure- and flow monitoring that ensures that deviations from set/expected ventilation parameters are obvious and alarmed depending on the alarm limits adjusted by the user. It could be confirmed that the device alarmed as specified during the case in question. In case the patient pressure exceeded the adjusted pmax value, the peep / pmax valve would open. If this has no effect, the expiratory safety valve would open, then the supply voltage of the ventilator and the relevant valves would be deactivated, and the atlan would give an audible and visual "ventilator failure". This was however not the case here ¿ the device alarmed the high airway pressure as specified with a pressure of 39,7 mbar which was below the set pmax of 40mbar to indicate the high-pressure situation to the user. All in all, no indications for a device malfunction were found and thus, dräger could finally exclude that the device in question has caused or contributed to the reported symptom and patient outcome. Neither was a technical device failure found during the service intervention on-site. Dräger finally concludes that during the case in question, the atlan worked as specified and reacted according to its specification upon a detected high pressure ¿ most likely caused by the clinical application and/or measures taken during the operation ¿ by giving the corresponding alarm to alert the condition to the user.